Manufacturer narrative:
Device in question was not returned for evaluation. One unused 2.9 osteoraptor w/ 1 ub cobraid blue device from the same lot was returned for evaluation. Device was visually and dimensionally inspected and was found to conform to print specifications. Due to the device in question not being returned the reported failure mode cannot be confirmed. A review of the device history record was performed which confirmed no inconsistencies. A complaint history review identified no additional complaints for this lot on file. (B)(4).

Event description:
During a labral repair using the osteoraptor 2.9 w/ 1 ub cobraid blue, it was reported that device failed. The bone was prepared using the appropriate drill and guide and the implant was then inserted in the bone. When the surgeon went to test the stability of the implant, the suture completely pulled out of the implant. When the suture pulled out, the anchor remained intact; the implant remained in the bone. The devices remain in the patient unsupported. No holes remain empty. It was reported that the suture tails appeared to be uneven. The sutures showed no evidence of damage or fraying as if being caught on the eyelet. It was reported that there was no unusual insertion noted.